Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was confirmed. Return analysis noted that the support skive/wire/bayonet was kinked proximal to the guide wire exit notch and the support wire protruded out of a hole in the shaft proximal to the guide wire exit notch resulting in a leak. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU), specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. The IFU also states: states to perform air aspiration prior to inserting in the body, otherwise complications may occur. In this case, it is unknown if the reported violations of the IFU caused or contributed to the complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue. However, factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible the noted hole/leak contributed to the reported deflation issue; however, it is unknown when the damage occurred. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017- incorrect prep, contrast incorrect the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending coronary artery (lad). The 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation inside an unspecified stent. The device was not prepped and there was no contrast mix. Reportedly, after post-dilatation, the bdc would not deflate. It was attempted to deflate a few more times for around 3 seconds and the bdc finally deflated. Reportedly, the device was not air aspirated outside the anatomy prior to use. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.